Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited noise. Inappropriate anti-tachycardia pacing (atp) was delivered due to oversensing of the noise on the rate/sense channel. Additionally, high out of range pacing impedance measurements had been observed. An x-ray was performed and no anomalies were noted. An invasive procedure was then performed. The device and lead connection appeared to be secure. Both products were explanted and replaced. No additional adverse patient effects were reported.